Manufacturer narrative:
On 03-aug-2020, after secondary review of the report, section e ¿ initial reporter has been updated, and entry field g3 has been updated to report source company rep. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unknown mentor gel breast implant and experienced suspected implant rupture postoperatively, on an unknown side. The rupture was indicated by MRI. As a result, the patient underwent explantation and replacement on an unknown date. Upon explantation, the implant was discovered to be intact. Multiple attempts have been made to obtain additional information, but none has been provided. If additional information is received, a supplemental report will be submitted as applicable.